Event description:
As reported, the mynxgrip vascular closure device would not shuttle down upon attempting to deploy the sealant. The device was removed and manual compression was achieved. There was no reported patient injury. The device was opened and prepped in sterile field as per the instructions for use (IFU). The deployer is mynx certified. Additional event details were requested; however, not provided. The device is expected to be returned for evaluation.the device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device would not shuttle down upon attempting to deploy the sealant. The device was removed and manual compression was achieved. There was no reported patient injury. The device was opened and prepped in sterile field as per the instructions for use (IFU). The deployer was mynx certified. Additional event details were requested; however, not provided. The device was not returned for evaluation. The reported event of ¿shuttle-shuttle advancement issue¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the shuttle advancement issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.